Event description:
A 25mm amplatzer amulet was successfully implanted during a left atrial appendage (laa) occlusion procedure. At the end of the procedure the patient could not be recovered from general anesthesia. A transthoracic echocardiogram was performed and a large pericardial effusion was seen. During the pericardiocentesis the patient went into cardiac arrest and CPR was immediately started without no response. The patient underwent emergent cardiac surgery in the hybrid room where the laa procedure was performed. The cardiac surgeon found a 2-3mm hole in the pulmonary artery trunk which was sutured. The heart was restarted. The transesophageal echocardiogram post procedure showed the amulet was dislodged. That evening the patient underwent surgical intervention to remove the amulet from the left atrium and surgically closed the laa. The patient is now awake in hemodynamically stable condition in the ICU. The cause of the perforation remains unknown.

Manufacturer narrative:
(B)(4). Sjm could not evaluate the (B)(4) involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the perforation remains unknown.